Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion. The cuff was removed to allow the urethra to heal, and tubing plugs were placed to keep the rest of the system intact. There were no further patient complications reported.

Manufacturer narrative:
Concomitant product UDI for balloon is (B)(4). Concomitant product UDI for pump is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptom of erosion is a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.